Event description:
It was reported that there was a telemetry issue. The patient saw on (B)(6) 2015 for first time. The patient was in overdischarged state. The patient was not sure when it went into overdischarge but had not used for over a year. The patient did not like recharging and therefore was noncompliant with it. The patient refused overdischarge recovery and requested explant of the rechargeable device and implant of a primary cell. The battery was replaced on (B)(6) 2015. Impedances were normal. The patient had adequate therapy post op.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4). Product type: programmer, patient. Product ID: 74001, lot# n203573n01, implanted: (B)(6) 2011, product type: adapter. Product ID: 3487a, lot# l77966, implanted: (B)(6) 2000. Product type: lead. (B)(4).